Event description:
On (B)(6) 2025, a male patient underwent a port placement procedure using the power port isp m.r.I and four months and six days post port placement procedure on (B)(6) 2025, the catheter allegedly ruptured near the center. Additionally, the catheter was removed on (B)(6) 2025 at a respiratory and cardiovascular hospital.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. The catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powersport isp MRI implantable port with an attached groshong catheter in three segments were returned for sample evaluations. Along with return sample two image were provided and review. Gross, visual, microscopic visual and functional evaluations were performed on sample. Gross examination of the port body showed multiple puncture access of the port septum, tool damage was noted to the cath lock. A complete circumferential break was noted on the proximal end of the distal catheter segment, and the surface was noted to be granular with residue throughout. The catheter fractured was noted near the site of subclavian puncture; the remaining catheter was migrated to the pulmonary artery were depicted in image review. Therefore, the investigation is confirmed for the reported fracture, identified material separation and migration issue. The definitive root cause could not be determined based upon available information. It is unknown whether patient/procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h1, h6 (patient, device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a port placement procedure using the power port isp m.r.I. Four months and six days post port placement, on (B)(6) 2025, the catheter allegedly ruptured near the center. Additionally, the catheter was removed on (B)(6) 2025 at a respiratory and cardiovascular hospital. The current status of the patient was unknown.